Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relaiton to the reported system error 105 which was not reproduced. System error 105 was confirmed through a review of the event history log. Evaluation found damange to the motor tape. The motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump displayed system error 105. It was also reported there was no patient injury.